Event description:
Patient is a logger and was hit in the chest with a log. Lead was explanted and visible fracture was observed. No adverse patient events related to the lead fracture were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approximately 26 cm distal to the df4 connector pin. Furthermore, abrasion marks along the lead body were observed. In particular, between 53 cm and 57 cm distal to the df4 connector pin the inspection revealed a rubbed through insulation. In this region the cable to the shock coil was found fractured as mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.